Manufacturer narrative:
Follow-up #1: date of submission: 01/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: a review of the black box indicated an unexplained reboot had occurred. The pump powered on to a call service 069 alarm that could not be cleared. Additional testing for the allegation of no power could not be completed due to the alarm. The presence of audible tones indicates that the pump had power. The complaint of no power could not be duplicated on investigation. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reported denied any damage to or moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.